Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced seven inappropriate shocks when a right ventricular (rv) lead integrity alert (lia) and noise warning were triggered. Noise was seen on an electrogram and the physician felt the noise was due to a probable damaged insulator or conductor. Device detections were initially turned off until the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.